Event description:
Description: it was reported has contamination in the syringe and barrel. Verbatim: customer states that item 309653 lot 5120229 has contamination in the syringe and barrell. It was not used on a patient. Customer has product to return if needed. Occurrences: (B)(4). Occurence date: (B)(6) 2025.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) follow up for device evaluation: a report was received indicating potential contamination within a syringe. To support the investigation, one sample in sealed blister packaging was submitted for evaluation by the quality team. Upon visual inspection, a brown-colored speck was observed embedded within the syringe barrel. No additional defects or irregularities were identified. The embedded degraded resin is a condition that can occur during the startup phase or intermittently throughout the injection molding process. This material may dislodge and become incorporated into molded components. A review of the device history record (DHR) was conducted for material number 309653, lot 5120229. The review found no quality issues or deviations during the production of this lot that could be linked to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. The sample will be used for internal awareness. To date, no other similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported issue has been confirmed.